Event description:
During small xia surgery, when the surgeon used the bending iron, the tip (hook) of the bending iron broke. And the surgeon removed the fragments. Afterwards, the surgeon changed the broken bending iron to another bending iron. The surgery was completed and he requested the investigation of the bending iron.

Manufacturer narrative:
Add¿l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering eval.